Manufacturer narrative:
H6; the reported event, for router breakage, was confirmed, a partial piece of the router was returned for evaluation. As only a partial piece of the router was returned further evaluation of this partial piece of the router was not possible. As a result a cause for the router breakage could not be determined in this case.

Event description:
It was reported that during service conducted at the manufacturer a broken router was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken router was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.